Manufacturer narrative:
Although the product was not returned for evaluation, photos were supplied by the customer. It appears the polyamide sleeve has separated from the trocar. However, the product was not returned for evaluation. The cause is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Investigation complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in mauritius reported one of the trocar broke in the patient's eye at the end of the vitrectomy procedure. The incision was enlarged to remove the cannula. There was no impact or injury to the patient. The patient is stable.